Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, episodes of oversensing on both the near field channel and discrimination channel, and episode of non-sustained rv oversensing with inhibition of pacing was observed. T-wave oversensing and far-p oversensing were also observed. Increased capture threshold and intermittent loss of capture were also noted. X-ray showed possible clavicular crush. Programming changes were recommended, but the physician elected to take no action. The patient was stable.